Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 13. The patient's ultrafiltration was 1026ml, indicating the patient drained 1026ml more than the largest prescribed fill volume of 1200ml. This gives a drain volume of 2226ml, which meets iipv criteria. According to the nurse, she was aware of the patient overfilling as it has been reported. Product surveillance notified the nurse of the probable cause found during evaluation. The nurse understood and stated that the patient was having trouble ultrafiltration. However, everything has been resolved. The patient continued therapy and there was no patient injury or medical intervention associated with this event.